Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation under the rear therapy electrodes . The patient's doctor prescribed a cream for the rash. After using the cream, the patient reported that the rash was healing slightly.